Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that four hours post cryo ablation procedure, the patient's blood pressure declined and cardiac tamponade occurred. Ventricular fibrillation was also observed, and it was noted that the bleeding site was the right inferior pulmonary vein (ripv). Cardiac massage, open chest surgery and arrest of hemorrhage was then performed. It was also reported that pericardial effusion was observed via echocardiogram, and the effusion was aspirated by drainage. Blood pressure recovered, and the patient was transferred to the intensive care unit (ICU). The patient's hospitalization was extended. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device and data files were returned and analyzed. Data files showed seventeen injections were performed with the catheter and inflation could not be sustained at many injections. In conclusion, clinical issues were encountered during the procedure. The device was not returned for investigation. If information is provided in the future, a supplemental report will be issued.